Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 380 mg/dl. The customer stated that they lost 70% of their hearing and it is difficult for them to hear the alarms from their insulin pump. The customer was assisted with clearing the no delivery alarm. The customer stated that they will call back to troubleshoot the device. No further information was provided.